Event description:
Information received that the head up function was not working. No injury alleged.

Manufacturer narrative:
Technician found that the head up function was not working as the head up valve on hydraulic manifold was sticking. Replaced the valve to resolve this issue. Bed found in the bed shop.